Event description:
Batteries not in pca pain control pump. Batteries inserted, tube and medication bag placed in pump and connected to the pt. The pump started to smoke from the back screw plate which became hot immediately. The pump was immediately removed from the pt and care area.